Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported that premature battery depletion was suspected. The device's battery longevity had been decreasing, and recently showed 1.5 years remaining. There had been no changes in programming, or in the electrical parameters (impedance, amplitude, or threshold). A copy of device memory was saved and submitted to technical services. Engineering review of the data confirmed that the power consumption and remaining longevity appear normal. The device has no resets and no recorded memory errors. Additionally, the data showed good threshold values for daily measurements. The device currently remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Engineering review of the data confirmed that the device power consumption and remaining longevity appear normal. The device has no resets and no recorded memory errors. The device remains implanted, and no adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was suspected. The device's battery longevity had decreased from 4 years to 1.5 years remaining. There had been no changes in programming between follow-ups. Recently, the battery longevity increased to show 3 years remaining, with no changes in programming or in the electrical parameters (impedance, amplitude, or threshold). A copy of device memory was saved and submitted to technical services. Engineering review of the data confirmed that the power consumption and remaining longevity appear normal. The device has no resets and no recorded memory errors. Additionally, the data showed good threshold values for daily measurements. The device currently remains implanted, and no adverse patient effects were reported.